Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The clinical manager at the customer¿s doctor¿s office reported via phone call that the customer dropped the pump off at their office asking them to fix it. The customer stated that her pump alarmed with an external flash crc error and wanted to know what to do. Her blood glucose was unknown. The customer said that the pump started vibrating, counting and then erased everything. During troubleshooting, the alarm did not occur during the prime/rewind sequence. She was offered assistance with performing the self-test but did not have the pump with her. So, troubleshooting was not performed. The pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with an error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. Pump received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.